Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a bent inserter. The doctor was impacting the strut inserter into the infux construct. They were able to determine that the gold cap (strut inserter) instrument was not able to be fully inserted. Therefore they were unable to lock down struts and construct. It appears that one of the tabs on strut inserter became bent during impaction. Surgery was completed using a small footprint infix cage instead of the medium.

Manufacturer narrative:
The returned distractor shaft was evaluated. One of the ears on the instrument was bent at about a 45 degree angle. The complaint is confirmed. Based on the evaluation findings and the reported event, the likely cause is a combination of a positioning error and excessive force during implant loading/impaction. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.